Manufacturer narrative:
The observation made during the investigation determined that the returned guidewire was kinked near the distal tip and bent in the main body. Both the distal and proximal joints were intact passing fingerpull test, which confirmed guidewire was not fractured. No other damage was noted during the product examination. A review of the device history records and complaint trend for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", "improper use", "improper handling", "user failure in preparations for use" and/or "improper removal from packaging" may have impacted on the event as reported.

Event description:
When physician tried to insert the guidewire into the y connector, it broke about 5cm from the tip.